Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber "tip rotated, loss of energy @9 minutes and 6 seconds and 47, 648 joules of use. The procedure was completed using a second fiber. Patient outcome: "no patient injury."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated indecently of metal cap. The glass cap exhibited mild devitrification at the fracture. The metal cap exhibited severe burnt on detritus. The glass cap adhesion location exhibited burnt glue. The glue heated to the point of burning causing the glass cap/fiber to become loose within the metal cap, fiber has pushed forward in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.